Manufacturer narrative:
The hosp found the expiratory current servo which comprises of the printed circuit boards pc1585 and pc1586 burnt. The boards were replaced. The burnt boards were discarded by the hosp, and therefore, not investigated. Based on the replaced part and our investigations of similar complaints, the cause was the failure of capacitors on pc1586. The failures were caused by age induced wear. The failure of the capacitors allowed a high current flow through the inductor coil l1, which in turn led to the overheating of the coil and smoke from its plastic coating. In case of failure of the expiratory current servo, an upper pressure alarm and/ or minute volume alarm will be generated if the parameters exceed user set limits. A design revision of pc1585/pc1586 with a more robust construction was implemented in production of sv300 and as a spare part in june 2002. The reported ventilator was manufactured before this change. A device correction letter has been distributed to the users, notifying them of the potential malfunction and that the improved current servo is included in the 3000h/yearly preventive maintenance kit.

Event description:
It was reported that smoke was smelled from the ventilator while it was connected to a pt.